Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of architect anti-hcv reagent lot number unknown. The ticket trending review for the likely cause list number does not identify any related non-statistical trend. Ticket search for the likely cause lot and file kit testing could not be performed since likely cause lot is unknown. The device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv reagent, lot number unknown.updated further information on 08mar2023: corrected section d4 catalog number: sized code changed to -32 from -33.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid (B)(6). There was no reported impact to patient management.

Event description:
The customer observed false nonreactive architect anti-hcv results when compared to other methods. The customer performed a look-back study and additional clarifying information was received on 06feb2023. The customer is questioning potentially false negative architect anti-hcv results for these 2 donor patients sid (B)(6). The results provided were: sid (B)(6), 50 year old male: on (B)(6) 2019 architect anti-hcv=0.72 (< 1.00 s/co= nonreactive) /on (B)(6) 2019 sid (B)(6) =0.76 s/co/ on (B)(6) 2020 sid (B)(6) on alinity s=0.66. Alinity s anti-hcv ii reactive (80.85 / 85.55 / 77.12), roche reactive (13.09 / 15.24 / 13.9), nat= nonreactive, western blot= indeterminate. Sid (B)(6), 33 years old male: architect=nonreactive (no actual results provided) /current donation on (B)(6) 2022 sid (B)(6) with alinity s anti-hcv ii reactive=12.93 alinity s anti-hcv ii reactive (80.85 / 85.55 / 77.12), roche =9.19. Nat= nonreactive, western blot= indeterminate nat nonreactive no impact to patient management was reported.